Event description:
It was noted that the recharger remained with the patient.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The rep confirmed that the recharger was replaced.

Manufacturer narrative:
Concomitant medical products: product ID neu_recharger_acc, product type: recharger. Product ID neu_recharger_acc, product type: recharger. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported via the company representative (rep) that they found the implantable neurostimulator (ins) off. Subsequently they switched it back on, but have not been able to charge it. For some reason the patient has two rechargers and both were coming up with code 375. The patient was currently on 50% charged. A new charger will go out to the patient as soon as possible just in case the charger was at fault. No symptoms were reported.